Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the motor of the air reamer/drill device seized, jammed and was moving heavily. It was further determined that the device had excessive dirt and internal oxidation which was due to cleaning and lubrication. It was observed that the rotor and gear were damaged, and the device did not work. It was further determined that the device failed pretest for check the starting behaviour at 2 bar, check for air leak, check for excessive noise, check for immediate stop, check for free movement and check the attachment coupling. It was noted in the service order that the device was locked up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.